Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but based on the field report, the loss of capture was consistent with a micro-dislodgement of the lead.

Event description:
A loss of capture was noted on the left ventricular (lv) lead. The lv lead had become micro dislodged. The lv lead configuration was reprogrammed and the patient was stable with no adverse consequences.